Event description:
The customer reported elevated creatine kinase-mb (ck-mb) results, above the normal reference range, for 2 pts involving unicel dxl 800 access immunoassay system. This report refers to pt number two. Subsequent testing produced a result within the normal reference range. The elevated results were released out of the lab. There was no report of pt injury or change in pt treatment associated with this event. The field svc engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field svc engineer (fse) serviced the unit on (B)(4) 2009 and successfully completed high sensitivity (hs) sys check and sys verifications. Qc (qc) test results conformed to specs. The unit conformed to the MFR's published performance specs. Pt samples were collected in plastic lithium heparin tubes and centrifuged at 3,000 rpm (rotations per minute) for 5 minutes. Qc (qc) was within specs prior to and after the event. This reportable event was identified during a retrospective review of product complaints conducted from 1/1/2008 through 10/23/2010 for add'l reportable events. This medwatch report is related to MDR 2122870-2011-03859.